Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the site and identified that the system could not load into the acquisition software. The fse replaced the suite pc and reloaded the suite pc software and backup. The replaced suite pc was returned to philips for further analysis, which revealed that an ssd was missing. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.